Manufacturer narrative:
(B)(4). S/w ver 5.2a retainer = black customer returned pump for an alleged pump error 15 alarm found on (B)(6) 2022. The pump passed the displacement test and the self test. Successfully downloaded the trace and history files using thus. A review of the pump history files shows two pump error 15 (linenumber 1935 filenumber 0) alarms on 3/8/2022 at 10:56 that occurred. Per global logic analysis the the pump error 15 alarms are due to software errors (esf #3637736). The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the keypad assembly, electronic assembly (pcba 1 and pcba 2), the motor, or force sensor and the j1 connector on pcba 1 was locked properly. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 15 alarms are confirmed due to software errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 15 occurred. There was no adverse impact or consequence reported as a result of this event.